Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading, and discolored. This report is made based on results of investigation completed on 12/09/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2014 with the following findings:investigation revealed that the display screen was dim, fading, and discolored. (B)(4)